Event description:
Severe rash all over her body / broken out all over with a rash [rash generalized]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012 at 03:00 pm, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2ml, frequency not provided. The lot number for synvisc was not provided. On unspecified date, the pt broke out all over with a rash (severe rash over her body) and went to emergency room for treatment. The pt was treated with allegra 24 hour (180 mg) and atarax. The action taken with synvisc was not provided. It was reported that the rash was improving. Relevant concomitant medications were not provided. The intensity for the event was severe.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.